Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient that the replacement recharger resolved the pain/burning feeling that patient experienced while charging the stimulator.

Manufacturer narrative:
Conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the device was analyzed and the 'no device found' message was seen; there was a recharge antenna failure; thus the device was scrapped. B3: event date updated to the date of implant due to patient reporting their issues started when they got a new implant ~ 3 years ago. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that they were not able to connect and could not charge their battery. The "monitor" was still not as it should be, it still took time to connect to and find the patient's battery. The patient has had it for many years and never had this problem before; this started since they had the battery changed ~ 3 years ago. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger has a no device found message displayed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that analysis of the recharger indicated a ¿no device found¿ message.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of the recharger (serial# (B)(4)) has begun but is not yet complete; a supplemental report when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was charging the ins last night when they noticed that the paddle of the recharger (rtm) started feeling hot and eventually got "red hot," so much so that the patient said it "hurt like hell." The patient also stated, "it was like somebody lit a match to me." The patient then checked the rtm and said it looked like the cord might be coming loose where it connected to the paddle. The patient said they turned the ins "down to a low level" for the time being. A replacement rtm was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.